Event description:
It was reported to manufacturer that high lead impedance resulted when both a normal mode and system diagnostic tests were performed on the vns pt's device. The device was subsequently disabled and the pt was referred to a surgeon. X-rays were sent to MFR to review and revealed no gross lead discontinuities or anomalies that could be contributing to the high lead impedance. An estimated battery life calculation was performed with the available programming history and revealed that the generator is not likely at end of service. The pt subsequently had surgery where it was observed that the outer silicone tubing was "away" and the lead wire was exposed in two places. The lead was replaced and the generator was replaced prophylactically. The explanted lead and generator have been returned to MFR and analysis is pending.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.